Event description:
During a meniscal repair, the knot locked up and could not slide on two devices. The surgeon is an experienced fast-fix user. There was 10 minute delay experienced to this meniscal repair. It was confirmed that the suture was removed and t1 remains in the pt. Back-up fast-fix devices were used to complete the horizontal repair. The t1s were placed 4-5 mm apart.

Manufacturer narrative:
Eval could not be performed because the device was not returned.